Event description:
From staff: level 1 fluid warmer with multiple issues during mtp. Pressure units on top would only inflate partially, ~150-200mmhg. This was not sufficient to bolus blood products. We had to remove the bags of blood products and squeeze them manually. In addition, the circulation unit (steps 1 and 2) would not work. We used 2 different infusion sets, and had multiple rns familiar with the system attempt to trouble shoot the unit. Ended up having to use the level 1 from another department.